Event description:
It was reported that, "2-14m variable self drilling screws backed out - (top of plate construct) - implanted date: 2009, 2-4.5m rescue screws were implanted & final tightened - approximately 41 days later."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.